Event description:
A healthcare worker experienced a whitening of the skin at the contact site on the right hand little finger when they picked up a used cassette without gloves. The site was washed with water and the symptoms resolved in 2 hours. The manufacturer advises to wear gloves for protection when handling used cassettes.